Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic right ventricular defibrillation lead and a newly-implanted device were associated with high out-of-range shock impedance measurements in two of the three system configurations one day after implant. Pacing and sensing measurements were normal. The representative reported there had been lead insertion difficulty during the changeout procedure. A boston scientific technical services (ts) consultant discussed the possibility of a loose proximal setscrew, and either use of an x-ray to evaluate, or programming the device to rv coil-to-can if defibrillation threshold (dft) testing were successful for patient conversion. The representative reported the system would be reprogrammed and dft testing conducted. There were no reports of adverse patient effects, and the lead and device remain implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.